Event description:
The customer contact reported an operator error in programming the device, which resulted in the patient receiving more medication than intended. The device was programmed to deliver morphine 1mg/ml, at a rate of 1ml/hr, and the delivery was started. No further programming parameters were provided. After approximately an hour, the device alarmed for an unspecified reason. At this time, it was reported the nurse noted the morphine container was empty and the patient had expired. The physician was notified and ordered an unspecified concentration of naloxone; however, the patient's family declined medical intervention. The device was removed from clinical service. During testing at the user facility, the device passed testing for delivery accuracy. During a review of the device history at the user facility, it was noted that the device was programmed to deliver a concentration of 1mg/80ml instead of the intended concentration of 1mg/ml. Though requested, no additional information was provided including the patient's gender and admitting diagnosis.

Manufacturer narrative:
At this time the customer will not be returning the device for evaluation. The device passed testing at the user facility. The customer contact indicated the event was the result of an operator error in programming the device. The device history was downloaded at the user facility. The device history indicates that in 2009 at 1631, line a of the device was programmed in the dose calculation mode, with a drug concentration of 1mg, diluent 80ml, with a dose of 1mg/hr, for a duration of 1 hour, and a rate of 80ml/hr and the delivery was started. At 1731, the device alarmed that the volume to be infused on line a was complete. At 1732, the alarm was silenced. At 1736, the device was turned off. A review of the device history indicates that the device delivered as programmed.